Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
The device was subsequently explanted and replaced. Should this device get returned, it will be analyzed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting a monitoring voltage of 2.49v with a charge time of 12.1 seconds, however did not declare elective replacement indicator (eri). Boston scientific technical services (ts) was contacted and discussed what could be a probable combination of rounding and measurement tolerance preventing the eri flag from tripping. Ts discussed considering this device at eri and recommended explant within one month.